Event description:
It was reported that a minicap sponge had inadaquate iodione. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from 09/19/2014 to 09/22/2014. The actual device was not returned; however, a companion minicap sample was returned. The sample was visually inspected with no issues noted. Functional testing was performed by pressure testing indicating no leaks in the minicap pouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.